Event description:
The event description is as follows: "surgeon complaining tearing bowel, also complaining bowel is slipping. On (B)(4) 2012 spoke with the customer: she stated that the procedure went on as planned that the patient might of needed some cauterization done on the torn bowel but she does not know for certain. The procedure was completed and as far as the customer knows the patient is doing fine." Additional information received from sales rep on (B)(6) 2012: the sales rep has done additional training with the customer. After speaking with the facility she was informed that only this surgeon was having this problem with the instruments.  Several other surgeons at the same facility use this instrument without incident. It is suspected that this particular surgeon was clamping down to hard causing the bowel to tear.

Manufacturer narrative:
Two devices where used during one event a separate MDR will be filed on each device for the same reported issue. Investigation results: one each of device (B)(4) was received ((B)(4)) for evaluation for torn bowel. Evaluation of the devices received did not confirm the reported issue. The devices were examined by the sr. Ra/qa quality engineer (complaint coordinator), mfg engineer, repairs manufacturing team leader, and final quality release coordinator. Each finished device was visually examined for rough/sharpness of the jaw pattern area and functionally tested. All testing and examinations passed all acceptance criteria. The devices displayed no sharp edges or abnormalities and functioned as intended. A review of the device history record (s) did not indicate any issues that would have contributed to the reported failure. The devices were manufactured according to specifications and all components passed all acceptance criteria for release. There is a good possibility that the user was clamping down too hard causing the bowel to tear. Additional information received from sales rep on (B)(4) 2012 indicated that after speaking with the facility she was informed that only this surgeon was having this problem with the instruments. Several other surgeons at the same facility use this instrument without incident. It is suspected that this particular surgeon was clamping down to hard causing the bowel to tear. Since then the sales rep has done additional training with the customer. The customer's original product will be returned since no issues were found with the instruments. Our records have been updated to aid in activities should another issue be reported for this product code.